Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touchscreen was unresponsive. Blood glucose was 125 mg/dl. Customer reverted to using an alternate pump for insulin therapy.